Event description:
A bad battery. Information was not provided regarding whether or not the failure occurred during an infusion. No reports of any patientincident involving this pump. No add'l info is known.